Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level over 400 mg/dl, therefore he attempted to deliver a bolus with pump, but it did not affect his blood glucose level. On (B)(6) 2020, the patient went to the emergency room with blood glucose level over 430 mg/dl and diabetic ketoacidosis, where he received intravenous insulin, fluids and diltiazem as corrective treatment. While in the emergency room, when the nurse pulled out the infusion set and noticed that the cannula was bent which caused high blood glucose level. Moreover, patient had ketone level. Further, the patient felt better, but his high blood glucose level triggered his atrial fibrillation (a-fib). Therefore, after spending about 6 hours in the emergency room, the patient was hospitalized due to diabetic ketoacidosis with blood glucose level in 300's mg/dl, where he received inulin injections and cardioversion as corrective treatment which resolved the issue. Moreover, the infusion set had been in use for one day and he did not notice any damage when the package was first opened. In the afternoon of (B)(6) 2020, the patient was released from the hospital with no permanent damage as he was aware of. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.